Event description:
Customer reported that needle broke off of pen needle during injection to the stomach and will seek medical attention, as previous incident of needle break-off led to surgery.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot 7123572. A lot history review was carried out on lot reported and no issues were found. No obvious trends have been noted. Regulatory compliance will continue to monitor on monthly trend reports.